Manufacturer narrative:
Section d10 references: product ID a610 lot# unknown product type software product ID 3550-29 serial# (B)(6) product type accessory h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced a return of symptoms after being charged to 100%. An end of service (eos) message appeared on the patient programmer, prompting the patient to visit the emergency room. During device interrogation by a representative, an error message stating "caution: initialization error" was displayed on the tablet, indicating some features of the deep brain stimulation application could not be initialized. The error message was resolved after closing and reopening the application. Upon further interrogation, the eos message was confirmed. It was noted that the implantable neurostimulator had been extended to 15 years. The representative updated the device'sdate and time settings. The resolution involved educating the customer and providing information. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the device experienced premature depletion as it reached eos at 9 years. To try and resolve the device reaching eos the neurostimulator was updated which was unsuccessful, and nothing else was allowed by the neurostimulator software. The battery was replaced on (B)(6).

Manufacturer narrative:
H3. Analysis of the neurostimulator (s/n (B)(6)) found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.